Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinary/bowel dysfunction. It was reported that things were a little different but they were still seeing high retention levels so they had to use a catheter. Caller noted that the therapy was solving frequency and they think it was helping with urgency so they can sleep through the night which was tremendous. However, it wasn't helping with the retention issue. Patient added they increased the level to where they felt a vibration and then backed off so it was one less than where they started feeling it. Caller added that now every 2 hours, they feel a vibration through them that lasts for maybe 30-40 seconds and then it counts the 2-hour clock again and it sends the whole stimulation again. Agent reviewed with caller that they were on a customized program and it could be the way it was set up. Patient would maintain stimulation levels and would continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.